Event description:
The complaint received states the optease retrievable filter was impeded and perforated the delivery sheath during the implantation procedure. There was no pt specific info available. The target lesion was vena cava described only as non-tortuous. The delivery sheath was placed without difficulties. The filter and delivery sheath were removed and another device was used successfully. There was no reported injury for the pt. The device was not available for analysis.

Manufacturer narrative:
A review of the device history records associated with final lot presented no issues during the mfg process that can be related to the reported complaint, including the burst test values. The complaints of impeded filter and perforated delivery sheath could not be confirmed, as there was no return of the product for analysis. There is no evidence to suggest, there were any mfg issues that contributed to the reported event. Inspections are in place to prevent damaged products from leaving the facility. Review of the limited info does not suggest what factors may have contributed to the difficulties experienced by the customer.